Manufacturer narrative:
Three trocars assemblies were received. The returned trocar cannula/hub assemblies were visually inspected and were found to be non-conforming with damage to the septum. Leak testing could not be performed due to the damage of the sample. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. The exact root cause for this complaint is unknown; the damaged condition of the valve could have contributed to the reported event; how and when the valve became damaged cannot be determined from the evaluation performed. The exact root cause for this complaint is unknown therefore specific action for this complaint cannot be taken. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. This inspection includes evaluation for damaged valves. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the trocars leaked during a vitrectomy procedure. The product was replaced with another trocar set and the procedure was completed. There was no harm to the patient.